Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh and boston scientific pinnacle pelvic floor repair kit were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior and posterior colporrhaphy due to sui, pop, cystocele and rectocele. It was reported that patient underwent excision of mesh erosion, sling revision, and cystoscopy on (B)(6) 2013 due to chronic pelvic pain.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, bleeding and scarring. No additional infromation was provided.